Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the homechoice (hc) unit display during drain 1. The patient was connected. The technical service representative had the customer cycle the power off and on and the hp got a se 2367. The patient line became separated from the transfer set because the hp pulled apart. The technical service representative advised the customer to end therapy and start over with new supplies or complete the therapy with manual supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in line) was confirmed and the root cause was determined to be use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA. A batch review was not performed as the lot number was unknown.